Event description:
The physician used one resolute integrity rx drug eluting stent to treat a moderately tortuous and moderately calcified distal cx lesion, exhibiting 90% stenosis. The device was removed from it's packaging as per the IFU and inspected and prepped with no issues noted. When the stent delivery system was removed from the patient following successful stent deployment, the hub became detached from the hypotube. No resistance was noted when withdrawing the device to/ from the lesion site. Sufficient time was given to the balloon to deflate prior attempting to remove the device from the patient. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.